Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. After going transseptal into the left atrium, the physician noticed a blood leak at the valve of the sheath. When the physician tried to aspirate the sheath, the physician pulled a lot of air in the sheath. Air bubbles were seen in the syringe during aspiration. No air was noted in the patient. No damage to the luer was noted. The physician noted that it seemed like the sheath was pulling air through the sheath valve. Thus, the sheath was replaced with a new faradrive sheath to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.